Manufacturer narrative:
(B)(4). Mfg date: lot 14f001 was manufactured from june 4, 2014 ¿ june 5, 2014. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Microscopic inspection verified the reported problem. The cause of the reported problem was determined to be micro air bubbles blocking the fluid path inside the lumen of the glass capillary. A CAPA currently exists that addresses this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multiday infusor did not flow while in use on a patient. The device was being used to deliver primperan, 30 mg/24 hours, haloperidol 2.5 mg/24 hours and morfina, 5 mg/24hours. The diluent used was normal saline. At an unspecified time into the infusion, the solution did not flow and the patient ¿started with vomits and was sent to the hospital¿. At the time of the event, the volume remaining in the device was 60ml. Flow of solution was verified before use. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.